Event description:
Patient reported obtaining a blood glucose result of 507 mg/dl, on the suspect device. Within 5 minutes, patient's blood glucose was reportedly retested on a physician's blood glucose m onitor, with a result of 87 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.